Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50 x 24mm synergy ii drug-eluting stent was selected for use to treat a lesion in the proximal left anterior descending artery. However, during unpacking, it was noted that the hypotube section of the device was separated. The device did not enter inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.